Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced personality module surgeon console (pmsc) as the right-most video output was not working. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The personality module surgeon console was analyzed and in artemis, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, found dvi connectors on scls damaged and bent pins that would be related to the reported event. The pmsc was installed onto a golden system where the video issue was triggered indicating fault on the module. Video test failed: no video out on two scls. Replicating the reported event.. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the two scls on pmsc were found to be the root cause the reported event.

Event description:
It was reported that the right-most video output on the personality module surgeon console (pmsc) was not working. The customer reported event has no report of patient injury.